Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint tube set was received and evaluated by r&d. The received device passed the air leak test successfully. No leak below fill chamber or on the luer-lock joint was observed. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the luer-lock was not tighten properly, resulting in a leak in the pressure line inside the pump. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than the possibility of tightening the luer-lock, we cannot discern a root cause for this failure at this time. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that the tank on the irrigation tube set - pk 24 (4503) was filled at once. It was reported that the problem solved by changing the tube. There was a delay of less than 15 minutes. Another like device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.